Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No corrective action for the complaint issue was initiated. No lot number or product evaluation sample is available. Therefore, a detailed investigation or batch review cannot be conducted. This evaluation will be closed and will be monitored through our post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on november 17, 2016. (B)(4).

Event description:
Complaint reported that during a routine (9) day post-op visit, the patient had what appeared to be a large blister underneath and a good portion of the skin peeled upon removal of the aquacel dressing. No further details have been provided.